Event description:
The lay reporter/husband contacted lfs in 2009 from the hospital alleging a battery indicator on his wife's one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to contact lfs to obtain further clinical information. The reporter contacted lfs from the hospital and did not have the supplies with him at the time of the call. The reporter mentioned that the day before at around 7:00 pm, the patient first noticed the battery indicator on her meter. The patient did not take any medication due to the reported issue. An hour later the patient began to sweat and shake and did not receive any medical treatment or contact the physician for assistance. Based on the conversation with the customer care advocate (cca), the patient's battery needed to be replaced; however, the reporter did not have a replacement battery. Product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, how long symptoms lasted and why the reporter was calling from the hospital. The product was replaced. The complaint is being reported since the reporter alleged that due to the battery indicator the patient developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.